Event description:
Vascu-line catheter 3fr broke. It broke at the level of the clear extension near the hub (where we would attach a needleless cap).

Manufacturer narrative:
Our investigation is ongoing. A follow up report will be submitted when the investigation is complete. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device was returned for evaluation and no photographs were provided. The contract manufacturer conducted a review of the manufacture records for the lot number provided. Their investigation revealed the device was manufactured and inspected according to specification with no non-conformances or abnormalities. The manufacture process includes a 100% leak test performed as a last step in the process. This test would have detected any leaks, holes, or weak spots if it had existed at the time of manufacture. Without an evaluation of the device a root cause cannot be determined. The device was implanted for 5 1/2 months prior to the incident. An implanted catheter is exposed to many variables for which the manufacturer has no influence or control. These variables include but are not limited to patient physiology, care and maintenance of the catheter by healthcare providers and the patient, exposure to site care agents and ointments, locking solutions, and off label uses such as or power injection. The longer the catheter is implanted and functioning properly the less likely a catheter's failure can be contributed to a manufacturing defect or a failure of the product's design. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.